Event description:
The customer reported that while starting up the unit prior to use on the pt, the unit's compressor failed to run. An error message stating "electrical test fails code 50" was displayed on the display screen. Therapy was initiated on another unit. No pt injury was reported.